Event description:
The customer reported that while inspecting an olympus loaner high flow insufflation unit, the front panel was failing. According to the initial reporter, this did not occur during a procedure and there was no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel was failing and not properly illuminating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the front panel failure was a faulty printed circuit board and faulty converter. However, the definitive root causes of the faulty printed circuit board and faulty converter could not be determined. Olympus will continue to monitor field performance for this device.